Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01616 and 3005099803-2011-01617. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used during an esophageal hemostasis procedure on (B)(6) 2011. According to the complainant, during the procedure, a resolution clip was positioned within the patient's esophagus and closed onto the tissue; however, after the clip was released from the catheter, it reopened and fell into the patient. The same issue occurred for two additional resolution clips (manufacturer report #'s 3005099803-2011-01616 and 3005099803-2011-01617) and the procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4), (clip detached from tissue with open prongs). (B)(4) relates to (B)(4) for the reported event of clip fell into patient with open prongs. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.